Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a tumescent infiltration pump. The customer reports the pump stopped delivery of tumescent anesthesia during a procedure. The physician then used a needle to inject the local anesthesia and there was no adverse effect to the patient (patient was unaware of event). The procedure continued without further incident.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.